Manufacturer narrative:
Citation: meneguz-moreno ra et al. Transcatheter valve-in-valve implantation for surgical aortic bioprosthesis dysfunction. Rev bras cardiol invasiva. July-september 2015;23(3):166-172. Doi: 10.1016/j.rbci.2016.06.004. Earliest date of publish used for date of event and date of death (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter valve-in-valve implantation in patients with dysfunctional surgical aortic valves. All data was collected from two centers between january 2009 and june 2015. The study population included seven male patients who presented with regurgitant and/or stenotic non-medtronic surgical aortic valves. Of those, two patients underwent transcatheter valve-in-valve implantation with the medtronic corevalve (patient 5 and patient 7). No serial numbers were provided. Patient 5 ((B)(6) male) was implanted with a 26 mm corevalve. Following valve implant, patient-prosthesis mismatch, moderate aortic regurgitation, and moderate paravalvular regurgitation were observed, which necessitated the implantation of a second valve immediately after the procedure. The physician/author stated the patient-prosthesis mismatch and paravalvular regurgitation may have been related to the size and positioning of the corevalve. During hospitalization, the patient developed cardiogenic shock and respiratory failure. Ultimately, the patient died 48 hours after the procedure. Based on the available information, medtronic product may have been associated with the death. No additional adverse patient effects or product performance issues were reported.